Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) lens was broken. It also found that the upper and lower cases and the two side bails covers were broken, the ring cover and battery drawer were contaminated and the battery contacts were compressed.

Event description:
It was reported that the display glass was cracked. The generator was returned for service. No patient involvement or complications were reported as a result of this event.